Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm® volbella® with lidocaine in lips. Patient came back sixteen days later for a retouch in the lips with 0.2cc of juvéderm® volbella® with lidocaine but they reported small unnoticeable bump on right lower lip. Two weeks later, patient complained about a pain and swelling to the lower lip post filler touch up. Patient went to an emergency clinic after two days due to pain and swelling. Patient was prescribed keflex antibiotics 500mg by the ER physician. One day later at injecting clinic, the patient presented with ¿erythema, edema, and severe pain¿ in the lower lip. The patient was prescribed prednisone. After being assessed, ¿infection or hypersensitivity¿ were suspected, so the patient was advised to take benadryl® and continue antibiotics. The patient was also treated with 35u of hyaluronidase, but the patient declined dissolving the upper lip. The next day, the patient reported improving symptoms, though pain and swelling still present. The patient self-drained the lower lip with a sterile needle and "dark and light pick stuff came out and a very tiny bit of white stuff too. [Patient] also drained some stuff from [their] lip this morning [one day later]. [Patient] also says that [they saw] a white lump on the upper lip forming." This is the same event and the same patient reported under MDR ID# 3005113652-2021-00038 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® volbella® with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, one day later, the patient followed up with the nurse at the injecting clinic where the lower lip appeared much better and no erythema or edema in lower lip. The lower lip appeared ¿soft to touch and pink.¿ it appeared that all the filler ¿had dissolved.¿ the patient reported upper middle lip ¿swelling and pain¿; it was also ¿hard and swollen.¿ the area was drained with a 30g sterile needle. A ¿scant amount of serosanguinous drainage¿ was noted. The upper lip appeared softer with less swelling post drainage. The health professional advised the patient not to poke and drain area. Fourteen days later, follow up was done with the nurse and medical director. The lips looked good, no swelling, and no infection was noted, and the patient mentioned they are okay with their lips and there were no more concerns. The event resolved 19 days after event occurred.